Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), endometriosis ("endometriosis stage I") and uterine prolapse ("uterine prolapse") in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (fulguration of endometriosis) and surgery (uterosacral cuff suspension). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, uterine prolapse, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), endometriosis ("endometriosis stage I") and uterine prolapse ("uterine prolapse") in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain"), endometriosis (seriousness criterion medically significant) and uterine prolapse (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (fulguration of endometriosis) and surgery (uterosacral cuff suspension). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue, weight increased, endometriosis and uterine prolapse outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue, weight increased, endometriosis, device monitoring procedure not performed, uterine prolapse added. Reporter, patient demographic information, product lot number, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('pelvic abscess'), endometritis ('mild chronic endometritis'), endometriosis ('endometriosis stage I') and uterine prolapse ('uterine prolapse') in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst, recurrent uti, knee arthroscopy, hypermenorrhea and chronic cervicitis. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, uterosacral cuff suspension and fulguration of endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, endometritis, endometriosis, uterine prolapse, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('pelvic abscess'), endometritis ('mild chronic endometritis'), endometriosis ('endometriosis stage I') and uterine prolapse ('uterine prolapse') in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst, recurrent uti, knee arthroscopy, hypermenorrhea and chronic cervicitis. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, uterosacral cuff suspension and fulguration of endometriosis). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pelvic abscess, endometritis, endometriosis, uterine prolapse, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: medical records received. Event per mr: pelvic abscess and chronic endometritis was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('pelvic abscess'), endometritis ('mild chronic endometritis'), endometriosis ('endometriosis stage I') and uterine prolapse ('uterine prolapse') in an adult female patient who had essure (batch no. B66020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst, recurrent uti, knee arthroscopy, hypermenorrhea and chronic cervicitis. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal hemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, uterosacral cuff suspension and fulguration of endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, endometritis, endometriosis, uterine prolapse, dysmenorrhoea, dyspareunia, abdominal pain, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycles"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.